Event description:
The patient was implanted with a left ventricular assist device. It was reported by the chief perfusionist that the patient was found unconscious sitting in the driver's side of his car with only one battery connected to the system controller. The percutaneous lead was found to be securely connected to the system controller. The patient was transported to the hospital by emergency services and once there, was re-connected to the power base unit (pbu) and the pump started immediately. The patient was monitored and after 24 hours, the patient awoke with no observed neurological disorders.

Manufacturer narrative:
The patient remains on lvad support with stable flows and no further issues. The system controller log file was reviewed and revealed that the patient received a typical yellow battery alarm. When this occurs, patients are trained to switch to fully charged batteries; however, it appears that the patient may have attempted to switch to batteries which were already depleted and as a result, the system lost power and the pump stopped. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.